Manufacturer narrative:
Product event summary: the 12fcc13 steerable sheath with lot number 0012187619 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into the steerable sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the steerable sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.066 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.014 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported "air ingress" issue was not observed/reproduced with the returned steerable sheath, the device failed the return product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, air bubbles were observed in the sheath even though the sheath had been flushed. The sheath and balloon catheter were removed from the patient. The sheath was replaced which resolved the issue. The balloon catheter had dried blood on it and the physician requested a new balloon catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to a cryo ablation procedure, air bubbles were observed in the sheath even though the sheath had been flushed. The sheath and balloon catheter were removed from the patient. The sheath was replaced which resolved the issue. The balloon catheter had dried blood on it and the physician requested a new balloon catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.